Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: if in your possession, may we have a copy of your fathers operative report to review the type of suture and which layer of tissue the suture was used? No. Does ethicon have your permission to contact your father¿s surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient's daughter on social media that the patient underwent surgery for aorta aneurysm on unknown date in 1990¿s and unknown suture was used. On an unknown date postoperatively the patient experienced infection ¿all over¿ and expired on an unknown date in the 1990's. The family reported that the surgeon opined that the source of the infection could not be determined. Additional information was not available.